Event description:
Medtronic received information that 5 days post implant of these temporary pacing leads, 'interference' was seen on the temporary pacemaker. It was reported the event also occurred 12 days post implant of these temporary pacing wires. The health care professional (hcp) suspected the lead wire was disconnected. The patient was in unstable condition so the leads were continuously used even after 7 days. The lead removal was completed 27 days post implant without any problems or patient harm. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, review of the returned product, based on visual inspection, dimensional and  electrical characteristics verification, confirms that the returned product met design requirements, and do not permit to identify a root cause for the reported event, neither indicate a potential manufacturing related issue. The returned product analysis indicates that the surgeon elected to place a knot to tight both conductor wires during implant surgery. The instructions for use (IFU) for this product model indicates the lead handling section to do not excessively bend, kink, twist, or stretch the pacing lead. Conclusion: the event then most probably occurred due to fatigue related to flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant time (27 days). The distance (120-135 mm) between the knot and the implanted electrode tips may have also conducted to dislodgment and loss of appropriate therapy. D9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.